Event description:
Reporter alleged the lancet needle that is a part of the softclix lancing system used in finger-stick blood glucose testing would not retract and the needle protruded outside the device cap. Reporter stated she noticed the lancet spring was broken; however, stated she was not sure if the device had been already fired or not when noticing the needle. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.